Event description:
Device malfunction: unable to insert clip applier into sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip applier would not snap into the sheath. A second device was used to achieve hemostasis. There were no reported pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device has been received. Investigation is not complete.